Manufacturer narrative:
(B)(4) - bowel obstruction. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date and mesh was placed. The pt was re-admitted for a bowel obstruction and re-operated on. The mesh was removed. Additional info was requested.